Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) printed circuit board (pcb). Covidien was not authorized to service the ventilator.

Event description:
It was reported that the 840 ventilator became inoperable. The ventilator was not on a patient at the time of the event.